Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old female patient underwent primary breast augmentation with a mentor siltex round moderate profile 375cc breast prosthesis that deflated after implantation. As a result, the patient underwent an explantation procedure on (B)(6) 2018.

Manufacturer narrative:
On (B)(6) 2018, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6)-year-old caucasian female patient underwent primary breast augmentation with a mentor siltex round moderate profile 375cc breast prosthesis. In (B)(6) 2017, she was in a car accident. The seatbelt strap was going across her left breast, rupturing the device. She noticed that the upper breast was not as full, and within a few weeks, it had gone flat. An exam by the physician confirmed the deflation. Bilateral removal and replacement of the devices was performed on (B)(6) 2018 (replacement prostheses were mentor silicone gel-filled smooth ultra high profile 590cc devices), in addition to capsulotomies and capsule adjustments through the inframammary incisions. The patient has since improved. No accompanying symptoms were experienced, and no hospitalization was required. The device was received at mentor without fluid and could not be weighed. Brown material was observed within the device. No foreign material was observed on the shell surface. Visual evaluation of the device revealed a rent measuring approximately 0.2 cm within an area of siltex cracking on the posterior aspect. No other anomalies were found. Because mentor performs 100% inspection and testing of all devices prior to release, the product evaluation team concluded that the rent and siltex cracking occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause either of such damage or of the material observed within the device. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex saline-filled devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the rtv shell of siltex saline mammaries. Mentor believes that siltex cracking is ultimately a result of stresses caused by folding of the shell in-vivo. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, mentor received additional information regarding this event: the patient was caucasian. Actual date of explant was (B)(6) 2018. In (B)(6) of 2017, she was in a car accident. The seatbelt strap was going across her left breast, rupturing the device. She noticed that the upper breast was not as full, and within a few weeks, it had gone flat. An exam by the physician confirmed the deflation. Bilateral removal and replacement of the devices was performed (replacement prostheses were mentor silicone gel-filled smooth ultra high profile 590cc devices), in addition to capsulotomies and capsule adjustments through the inframammary incisions. The patient has since improved. No accompanying symptoms were experienced, and no hospitalization was required. (B)(4).